Event description:
Patient had surgery over two and a half months ago for bunion and painful arthritic first metatarsophalangeal joint. Patient subsequently broke the plate on her first metatarsal phalangeal joint mpj and fractured the first metatarsal at the fusion site. As a result, the patient experienced a lot of pain and discomfort in the first mpj of the foot. Patient returned to surgery to have broken hardware removed and additional internal and external fixation placed.